Event description:
It was reported that the information updated from wo as the evaporator outlet tube expanded, allowing diverter to spin and face the wrong direction, installed test mixing pump to cool. Not cooling was confirmed through the patient data logs.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the information updated from wo as the evaporator outlet tube expanded, allowing diverter to spin and face the wrong direction, installed test mixing pump to cool. Not cooling was confirmed through the patient data logs.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. The arctic sun stat was evaluated upon receipt. During the evaluation it was found that the unit was not cooling is confirmed through the patient data logs. Determined to be a defective mixing pump head. Mixing pump was serviced, which includes new pump head, 6 new desiccants, new o-ring and new insulation. It was reported that the information updated from wo as the evaporator outlet tube expanded. Evaporator outlet tube was replaced. The arctic sun stat was functionally tested for compliance with manufacturer specifications. An electrical safety test and ctu calibration were performed. Fdl was inspected and tested. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.